Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck pain. Concurrent conditions included hiatal hernia, abdominal pain, rectal bleeding and nausea. Concomitant products included ibuprofen since 2010 and omeprazole from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), the first episode of alopecia ("hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,") with vaginal discharge, fear ("fear"), migraine ("migraines") with nausea, headache ("headaches"), allergy to metals ("nickel allergy") with rash and pruritus, weight decreased ("weight loss"), gastrooesophageal reflux disease ("acid reflux") with abdominal pain, the second episode of alopecia ("hair loss"), vulvovaginal mycotic infection ("yeast infections") with vulvovaginal rash and vulvovaginal pain, back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, migraine and vulvovaginal mycotic infection had resolved and the genital haemorrhage, abdominal distension, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, fear, anxiety, headache, allergy to metals, dysmenorrhoea, dyspareunia, weight decreased, gastrooesophageal reflux disease, the last episode of alopecia, back pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, fear, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.964 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound scan vagina - in 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : vaginal bleeding, urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, concomitant condition added, event added as :- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: fear;anxiety, rashes or skin conditions type: unexplained rashes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: acid reflux, hair loss,abdominal pain, back pain, leg pain, vaginal pain, itching. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.